Manufacturer narrative:
This report is for one (1) unknown right angle, 2.5mm matrixmandible reconstruction plate. Part number and lot number is unknown. Without a part an lot number, UDI is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with a right angle 2.5mm matrixmandible reconstruction plate and thirteen (13) matrixmandible screws for a resection right mandibular body with bone graft on (B)(6) 2015. Patient returned for a follow up visit on (B)(6) 2017, when it was found the plate had fractured and a non-union was noted. The plate was required to bear the full weight of the mandible and broke. There was no infection. Reportedly, patient heard it snap a few days before. Patient underwent revision surgery on (B)(6) 2017. Pre-operative x-rays were taken on (B)(6) 2017. The plate and all thirteen screws were removed without incident. The plate breakage was a clean break and did not generate any fragments. There were no issues with any of the screws. The screws remained intact and were not broken. There was no surgical delay and additional medical intervention was not required. As part of the revision surgery, patient underwent iliac crest bone harvest and was revised to a matrixmandible preformed reconstruction plate, size small and an unknown quantity of 2.4mm locking screws. The procedure was completed successfully and patient status was reported as stable. This report addresses revision surgery due to postoperative plate breakage and nonunion. The pin loosening or loosening of the external clamps of the external pin fixation after the initial surgery has been captured under linked complaint (B)(4). The infection of the bone graft has been captured under complaint (B)(4). Concomitant devices: bone graft (part # unknown, lot # unknown, quantity unknown) and (matrixmandible screws - part and lot # unknown, quantity of 13). This report is for one (1) unknown right angle, 2.5mm matrixmandible reconstruction plate. This is report 1 of 1 for (B)(4).